Event description:
The customer obtained an elevated, non-reproducible vitros trop I es result on a single patient sample on a vitros eciq during a sample correlation study. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The elevated result was reported, however, there were no allegations of harm as a result of this event. (B) (4).

Manufacturer narrative:
The investigation found no evidence to suggest that vitros eciq did not perform as expected. The initial sample had been frozen from the time that it was initially processed on 26 march until the correlation study was performed on 2 april. The customer did not provide data to assess sample centrifugation time and speed. The initial sample result was not reproducible as two subsequent samples from the patient in question produced the expected negative results. The root cause is unknown.